Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became unresponsive after a small crack was observed, and a replacement device was issued while the user continued using their cgm; no alerts or alarms were reported and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and provision of a return shipping label for the original unit. Investigation included review of user report and device history review. Investigation of this case revealed a damaged display/touchscreen component consistent with physical damage leading to loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage outside normal use conditions.